Event description:
It was reported that the device's ECG connector port is cosmetically worn. There was reportedly no patient involvement.

Event description:
It was reported that the device's ECG connector port is cosmetically worn. There was reportedly no patient involvement.